Event description:
The facility reported a colleague infusion pump with blown fuses. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. The device was not returned to baxter and therefore no evaluation could be completed. Assignable root cause could not be determined, as the condition could not be confirmed or duplicated. If additional information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed with no exceptions during manufacturing found.